Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. The patient complained of extreme itching and some pain under the dressing with blisters. The topical skin adhesive was removed and 1% hydrocortisone cream was applied. Additional information was requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.